Manufacturer narrative:
Image review: five static images were provided for review. The patient¿s executive summary was not provided for anatomical review, but the reported aortic root angle was 59 degrees. The first image of the aortic root angiogram revealed a possible more acute angle of the aorta and no evidence of aortic dissection. Images provided reveal that the delivery catheter system (dcs) failed to be advanced through the aortic valve. Evidence confirmed a snare was used to assist advancement, but failed. Further efforts to advance the delivery catheter system were aborted. Final angiogram provided revealed a possible dissection near the sinotubular junction (stj). Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a 59 degree aortic angle, a short ostial tendency, and severe calcific aortic stenosis, a pre implant balloon dilation was performed. The delivery catheter system (dcs) was unable to be advanced through the aortic arch. Snare support was attempted. During re-catheterization of the dcs, a "pocket" was likely encountered, with complex fused anatomy. The dcs would not be advanced into the anatomy. Due to procedure duration, the procedure was ultimately aborted and no valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.